Event description:
Boston scientific received information that there was a known history of a low out of range pacing impedances and noise with this right ventricular lead. The patient was noted to have intermittent heart block and thus suffered from syncope when walking up the stairs. A review of this right ventricular lead is pending.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this patient attended a follow up and the results from the follow up were unremarkable, thus there was no concern when it comes to this lead. Should additional information become available this investigation will be updated.